Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to slightly loose drive support disk. However, the operating currents are within specifications and passed self-test, a21 error test, rewind and displacement test. The insulin pump was received with cracked case at the display window corners and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor during a reservoir change. The customer's blood glucose reading was 140 mg/dl at the time of incident. Troubleshooting found that the pump was dropped. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. C